Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 570 was confirmed in the event history by the baxter repair technician. Inspection of the device revealed depleted main batteries with 34 discharges below alarm threshold. The main batteries were replaced. The device was tested by the repair technician and returned to service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).

Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 570 found in the event history. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.